Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
Approximately 16 months post index procedure, the patient underwent revascularisation of the target vessel. Two non-mdt stents were implanted in the lad.

Event description:
During the procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approx 4 months post index procedure, it is reported that the pt suffered an mi. The investigator did not assess the relationship between the event and the study device / study procedure. Pt had cardiac status of stable angina at 1.5 year f/u. No other clinical sequelae were reported.